Event description:
Staff was asked by the ed physician to place a midline catheter. PICC staff attempted placement of a 20g/10cm powerglide midline catheter. The vein was visualized by ultrasound and the catheter was inserted. Blood return was noted and the guidewire was advanced without difficulty. When attempting to thread the catheter into the vein, the catheter would not advance. The staff withdrew the catheter and the needle and noticed that the end of the catheter appeared shorter. Compared new midline catheter to old one and saw that approximately 2cm of the catheter was missing, left tourniquet on and notified md, a stat x-ray of the patient arm was ordered and reviewed.